Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, it was checked and verified that high flow during the exhalation created a high proximal pressure. This excessive pressure is a lot higher than expected and causes the occlusion alarm. The alarm that occurred can be recreated under lab conditions. Hence, it is not due to an occlusion, but due to extensive spontaneous breathing by the patient. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e alarmed circuit occlusion and shuts down. The issue occurred during patient-use and the device was replaced with another ventilator. At this time, there is no information regarding patient harm associated with the reported event.